Event description:
The customer complained of a display issue with caoguchek xs meter serial number (B)(6). The meter displays the word error faintly on the upper right side of the meter when a display check is performed. Meter memory was checked and the results displayed were too faded to read. There was no misinterpretation of results.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The meter was returned for investigation. The circuit board was tested for damage or contamination and none was found. The meter was powered on and the display showed no error during the investigation. Device is functioning as intended. Medwatch fields d9 and h3 have been updated.